Event description:
Report received of no audible alarm tone. During initial testing by the user facility, the device did not sound an audible tone upon start up or during the occlusion test. The customer reported there was no patient involvement.